Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2011-05029. The patient received her scs ipg on (B)(6) 2005 along with two lead extensions. The patient also had two medtronic leads. It was reported that the patient's scs system was explanted and replaced due to ineffective stimulation. No further information is available at this time.